Event description:
Procedure type: sleeve gastrectomy. According to the reporter: there was serosal tearing on the lateral side of the staple line on the sleeve side. The doctor had to suture the tissue over itself to fix the serosal. The case was delays 35 minutes. There was no bleeding reported in excess of 250cc. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).